Event description:
We were setting up for a case and we opened the laparotomy pack and all other supplies. When setting up the case, the scrub personnel looked at the x-ray sponges and noticed a hair crumpled on them. The patient had just come into the or room, I then took her back to holding to wait while we tore down our case, and then re-set up for the case again. A new pack was opened and we started looking over the pack again, but didn't notice anything out of the ordinary. I then again brought the patient into the room and we were just about to start the general anesthesia, when in between the x-ray sponges we found another hair. We stopped before giving her the general anesthesia, while we tore the case down again. The doctor put a warmer on the patient and gave her a relaxing agent while we again called and set up one more time for the case. We then had the scrub look through the x-rays very carefully and could not see any debris. Two different packs were contaminated with a hair. This is not the first time we have had this problem of finding hair in sterile packs. Pictures available.======================manufacturer response for custom laparotomy pack.======================no response at this time.